Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage, cable unit was depressed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the cable unit was depressed, watertightness was lost. Additionally, for the intermittent camera cut-outs during us, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a cable problem, resulting in intermittent camera image cut-outs during use. There were no reports of patient harm.